Manufacturer narrative:
Mindray field service representative performed leak test and accuracy checks. The system passed all functional tests. As a precaution, the o-rings on the vaporizer were replaced. An MDR was submitted in response to the user facility report submission - reference (B)(4).

Event description:
It was reported that the desflourane vaporizer on the mindray a5 anesthesia system is failing leak test, and the bellows is descending after 1 to 3 minutes. No patient injury was reported. An MDR is being submitted in response to the user facility report, reference (B)(4).